Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2020-31397. It was reported the patient will undergo surgical intervention on a later date to explant the entire system. The reason the explant is unknown at this time.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. It was reported that the patient had surgical intervention to explant the entire system. The reason the explant is unknown at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Further follow-up indicates the patient had surgical intervention on 15sept2020, during which the entire system was explanted.